Event description:
The patient called to report unresponsive buttons and numbers ramping up on their own. The patient also stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 500 mg/dl. The patient stated that she was vomiting as well. Advised the patient that someone would be calling her back to discuss the replacement options. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.